Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the low impedance was unknown but turning off doctor suspected because the high milliamps required a produce of a low voltage of .8-1v, with contacts 03. The doctor avoided using those contacts, which had the low impedance. The doctor used other contacts points. The 0 3 was at 55 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the hcp encountered low impedance with the ins causing it to turn off, though the ins charge was still acceptable. It was reported the device impedance was all good relative to the case, about 1200 ohms. But on the right side electrode, therapy impedance was only 54 ohms measured using the clinician programmer. So anything over 1 volt came out as 12 plus milliamps. It was reported the patient charged every 4 days which was not consistent with a draining short circuit. It was noted the ins turned off spontaneously two weeks prior. The rep suspected it shut down because of the high milliamps required. Additional information was received on (B)(6) 2019, stating the hcp avoided the contact with low impedance. He was just quite puzzled regarding the left gpi with 0.8-1v having 8-12ma as compared with 4.5-5v right gpi at 5ma and wanted to know how this had happened.